Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled "the management of infection following total ankle replacement: demographics and treatment¿, mark s. Myerson, md et al, published in the foot and ankle international, volume 35 (9) 855-862 in 2014; was reviewed. The purpose of this study was to retrospectively report on the patient and prosthesis associated demographics of infected total ankle replacements and the outcomes following treatment, and to critically examine our diagnostic and treatment protocols. The authors report records were reviewed from 2002 to 2011 who had a primary ankle arthroplasty or a revision identifying all patients who required removal of the components due to deep infection. Criteria was based on findings of swelling, inflammation, drainage, or persistent wound problems. The follow-up range was 12-64 months. One patient did not return for a final office visit following removal of the prosthesis and was lost to follow-up with a retained cement spacer at nine months following revision. After review of records, 15 patients were identified with deep infections. An additional four deep infections whose index procedures were performed at outside institutions were treated during the same time period. 18 out of 19 patients had an agility prosthesis (depuy). The 18 patients were broken down with type of infection and outcome. Patient 18: late chronic infection; fusion nonunion revised and fused.